Manufacturer narrative:
Reservoir performed a visual inspection and found reservoir second o-ring out of the groove. Also performed pre-fill reservoir test. Found no transfer guard leakage and not air bubbles anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that insulin was leaking past the second o-ring. The customer's blood glucose was unknown at the time of incident. The customer changed the reservoir and found air bubbles with the new reservoir. The reservoir will be returned for analysis.